Event description:
During percutaneous nephrolithotomy procedure in operating room, nephromax balloon catheter inflated in kidney, but did not maintain pressure, and slowly deflated. Surgeon able to complete procedure without issue but was unsure if balloon device was defective.